Event description:
It was reported by the rep that the (2) ems were used during a laparoscopic hernia repair procedure. It was reported that the stapler was used to fixate the mesh during the heria operation and became jammed. This happened on two staplers during the same case. A third stapler was used to complete the case. The or time was extended by (5) minutes.